Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda per the physician is related to patient conditions and due to flail gap. Unspecified tissue injury (torn leaflet) appears to be due to the slda. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment and intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with barlow¿s valve and flail gap. An xtw clip was implanted a2/p2 medial, reducing mr to grade 1. During evaluation, about 2-3 minutes, it was noticed that the clip detached from the anterior leaflet (single leaflet device attachment (slda)). It was believed that the leaflet had torn. Another clip was implanted lateral to the first clip a2/p2, reducing mr to grade 1-2. During follow-up the next day, it was noted that the mr improved to grade <1. There was no clinically significant delay during the procedure. No additional information was provided.